Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing which led to pacing inhibition. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.